Event description:
It was reported that the surgeon attempted to insert a cc4204bf collamer plate lens and the lens got stuck in the cartridge. No pt injury.

Manufacturer narrative:
(B) (4). (B) (4).